Manufacturer narrative:
The issue was caused by the reference frame being bumped. Manufacturing date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported while in surgery someone bumped the patient reference frame and had 3 screws placed in non-optimal locations. All three screws were still in bone, and the surgeon was able to perform an additional spin to restore accuracy, and then replace the screws. There was a reported delay of more than 1 hour.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. The issue was determined to not be caused by an issue with the software. If information is provided in the future, a supplemental report will be issued.